Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of the insulin pump were sticking and were hard to press. Customer¿s blood glucose level was unknown. Customer declined transfer to 24-hour helpline. The device will not be returned for analysis.